Manufacturer narrative:
(B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was received for evaluation. Visual inspection of the actual sample showed that the return line was perforated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex st150 set had a hole in it and leaked during priming. There was no patient involvement. No additional information is available.